Manufacturer narrative:
The oll2 was received under (B)(4) on (B)(4) 2011. The device was evaluated and met all specifications. The complaint could not be duplicated or confirmed.

Manufacturer narrative:
(B)(4): information of this event was reported to the company by a user facility. No further information has been has been provided at this time by the account. This report was generated in response to an FDA inquiry where the user facility sent a 3500a form to the FDA. Atricure does not believe this issue warrants an MDR. Device not returned for evaluation, another oll2 device from a similar lot # was evaluated and performance met specifications. (B)(4): not returned to manufacturer.

Event description:
During the initial procedure on (B)(6) 2010, an isolator synergy device was used. The device was used on the first lesion in the heart and operated normally. During susequent use, the unit alarmed and ceased to function. The unit was powered down to allow re-boot. When power was restored the device remained non-functional. A second device was opened from the same lot number and functioned properly. This was not reported to atricure and we became aware of this incident through correspondence from FDA. There was no patient or user consequence.